Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was displaying inaccurately high and inaccurately low results compared to a calibrated lab reading. The medical surveillance specialist (mss) was unable to follow up with the patient for additional information and clarification. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2012, at 6am, the alleged issue first began. The patient reported on an unknown date 1.5 hours prior to the start of the alleged issue he developed symptoms of "sweatiness, shiver, vomiting, nausea, shortness of breath and dizziness." The patient reported using a combination of "mental health and physical meds" to control his diabetes (unknown type and dose). The patient alleged making no changes to his usual diabetes management routine on the day of the alleged issue. The patient reported on (B)(6) 2012, at 2am, he was given glucose tablets in the emergency room and a reading of "180 mg/dl" was obtained on a lab reading compared to a "600mg/dl" reading on the subject lfs meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=20% or <=20mg/dl obtained within 30 minutes of one another. The patient reported on (B)(6) 2012, at 6am, he obtained a reading of "17mg/dl" on another onetouch meter. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement, and the patient's test strips and test strips vial were in good condition. Replacement products were sent to the patient. Based on the provided information at this time, it is unclear how the alleged inaccurate high readings lead to the patient's symptoms since the patient reported the alleged symptoms occurred prior to the start of the issue. Thus, the linkage between the reported product issue and the alleged injuries by the patient remains unclear. Despite repeated attempts, the patient could not be contacted for further information. In conclusion, this complaint is being reported because the patient allegedly developed symptoms suggestive of hypoglycemia after the alleged inaccuracy issue occurred.

Manufacturer narrative:
Follow-up # 1 (03/26/2013)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2013 and (B)(4) 2013 with the following findings: the meter passed testing and functioned properly; no faults were found. The test strips also passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.